Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The setscrew moved freely during analysis testing. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the explant procedure, the setscrew was stuck. The doctor tried a fixed wrench without success. The doctor pulled on the electrode, and it came out. The doctor does not know if the setscrew was ever tightened down or if the setscrew was stuck. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental is being filed to correct the information at b1. The b1 is now corrected to "product problem". The rfb outcome attrib to adv evnt section is now "not applicable (na). Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The setscrew moved freely during analysis testing. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the explant procedure, the setscrew was stuck. The doctor tried a fixed wrench without success. The doctor pulled on the electrode and it came out. The doctor wants to know if the setscrew was ever tightened down or if the setscrew was stuck. There were no adverse patient effects. Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The setscrew moved freely during analysis testing. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.